Manufacturer narrative:
(B)(4). Date sent: 5/23/2024. D4: batch #355c95. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the tcr75 cartridge was received with no apparent damage. It had the proximal 7 drivers up and 4 drivers up were noted scattered along the staple line with missing staples. The swing tab was in locked position. No functional test was performed in order to preserve evidence. It is possible that improper handling of the reload caused the staples to fell out, the proper handling instructions should be used when removing and reloading cartridges into the device, please reference the instructions for use. It should be noted that 100% inspection is performed by means of an automated vision system to ensure staples presence; the swing tab is present and unlocked. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 355c95, and no non-conformances were identified.

Event description:
It was reported that during a sigmoid colectomy the device could not fire. Changed to the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.